Event description:
It was reported that the zimmer air dermatome was vibrating and had skipped in the middle of the skin graft. Additional information received on 01/05/2010, the surgeon had to harvest an additional skin graft to complete the surgery.

Manufacturer narrative:
Device was found to have an improper control bar position and loose neck screws. Unit was found to be within calibration specifications for the motor rpms and all graft settings. The reported malfunction of the unit is likely due to the loose neck screws and improper control bar position that were detected during repair. The cause of improper control bar position and loose screw is uncertain. However, based on information obtained during a follow-up call, the reported issue could be related to rough handling. Device in question was manufactured in 10/1994, and was last in for repair at zimmer in 2009.